Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged difficulty breathing. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged difficulty breathing. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received on 10/27/2025. The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged difficulty breathing and asthma (new or worsening), other copd (worsening). No medical intervention was required by the patient. In this report box g and h has been updated.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged difficulty breathing and asthma (new or worsening), other copd (worsening). No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In previous report, the manufacturer reported incorrect information in box b. The following correction has been updated in this report. In box b: adverse event or product problem as both and outcomes to ae as other was corrected. In box h: type of reported complaint as serious injury was corrected. In box h6: health impact code was corrected. In box d: product brand name was corrected.